Manufacturer narrative:
Results: root cause of the issue is most likely procedural related. Conclusion: device or procedural images not provided for review. Root cause of the issue is most likely procedural related. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent. The resolute was being used in conjunction with a s printer balloon inside the guide catheter. The resolute device failed to cross the lesion and stent delivery system became entrapped within the guide. An unsuccessful attempt was made to remove the sprinter followed by an attempt to remove the resolute resulting in the shaft separating. It is confirmed that excessive force was used during the attempt to remove the resolute device. No issues were noted with the device prior to use. There were no remnants left in the patient and the procedure was continued without using two devices through a 6 french guide. No clinical sequelae reported.

Event description:
User facility medwatch received the patient was undergoing a coronary catheterization with angioplasty and stenting of the lad and lad diagonal branch. A dissection occurred during use of the sprinter legend balloon. A resolute integrity drug eluting stent was deployed to treat the dissection. This deployment caused compromise in the diagonal side branch. Another resolute integrity stent ((B)(4)) was advanced inside the vessel in treatment. Difficulties were encountered with advancing the (B)(4) device and attempts were made to remove both the stent and the sprinter legend balloon. It was not possible to remove the sprinter legend balloon. Difficulties were encountered while removing the resolute integrity device which resulted in a shaft detachment.

Manufacturer narrative:
Inherent risk of procedure-dissection. Evaluation conclusion: inherent risk of procedure -dissection. (B)(4). Ref user facility medwatch (B)(4).